Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 534 mg/dl; cause was not known. Corrective bolus was delivered. Customer declined tandem technical support's offer to perform a pump system check. Reportedly, the infusion set site was change.